Event description:
The customer reported that while in the diagnostics mode the device would periodically shut down and do a restart. The customer reported no patient involvement, no patient harm. The manufacturers product support engineer advised the customer replace the power supply to correct the reported problem. Further attempts to get repair information have yielded no response.

Manufacturer narrative:
Mfgr. Service not requested. Attempts to get repair information from the customer yielded no resopnse.